Manufacturer narrative:
A confirmation of the reported event of a screw breakage was not applicable since neither the complained product was returned nor other profound information was provided. It was stated that the surgeon used a 4mm drill bit for the complained 5 mm screw against the recommendation of the sales representative present in the case who suggested to use a 6 mm drill bit. The difference between the length of the drill bit and the length of the complained screw could have led to a too short pilot hole, and in consequence could have contributed to the reported screw breakage. This scenario is also included as a possible root cause in the related risk management file. However, the complained screw was not returned for investigation, so the failure mode could not be conclusively attributed to a certain root cause. According to the related risk management file, the most likely root causes could have been: wrong pilot hole - screw interface due to wrong hole diameter/ tapped hole. Unsufficient/too high bone quality. Improper implant placement. Too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage). Power tool usage for screw insertion (except qdm). Too much/ wrong compression/ torsional/ axial forces. Wrong rotational speed, unintended loads. Bone quality resulting in high torque. Collision with other implant or instrument. Pre-drilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). Powered screw insertion with right angled screwdriver. Based on statistical evaluation there are no indications for any systematic design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that a screw broke during insertion. The head of the screw was discarded at the facility, and the threads of the screw remain in the patient. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event. Prior to the breakage it was reported the rep suggested using a 6mm drill bit stop, but the surgeon instead used a 4mm bit for a 5mm screw.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported by a company representative that a screw broke during insertion. The head of the screw was discarded at the facility, and the threads of the screw remain in the patient. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event. Prior to the breakage it was reported the rep suggested using a 6mm drill bit stop, but the surgeon instead used a 4mm bit for a 5mm screw.